Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy procedure on (B)(6) 2010. During the procedure, the needle tip broke off while closing the vaginal cuff. The needle tip was not recovered and will not be removed at this point.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The following are possible product codes/batch numbers: product code (B)(4), batch ca2737 mfg date: 01/01/2010, exp date: 01/31/2015. Product code (B)(4), batch - unk. In additional, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods released criteria.